Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that he customer passed away at home. The cause of death was heart attack. The caller stated that the customer had a heart issue but the paramedics told the customer that the insulin pump indicated low blood glucose. The caller stated that they do not know how this was possible because the customer had candy in his mouth and a bottle of soda next to him. The caller stated that the customer was very sick and had been sick for a while; had heart disease and kidney failure. The caller did not know the customer's blood glucose at the time of passing. The customer was wearing the insulin pump at the time of passing. The customer was not using sensors. The caller agreed returning the insulin pump for analysis after finding it. The caller did not have the insulin pump at the time of the phone call, therefor, the device information used on this medwatch report is the last known insulin pump to have been issued to the customer.